Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the interstim was working quite well and urination was under control, however then they had a loss of stim sensation, and started going to the bathroom every 3-5 minutes. Prior to implant, they had a fistula where they had a hole in their vagina and bladder. Patient also stated that they were ready to blow her brains out, they could not sleep and urinating all over the place and they were ready to go back in for fistula surgery if the interstim doesn't work. Patient reported 9 weeks ago, they had a total knee replacement, and told them about their implant and showed them their card and they said everything would be fine and it was fine for about a month and a half following the surgery. Patient was not sure if problems are related to the knee replacement and however loss of therapeutic effect might be related to knee surgery. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.